Event description:
It was reported that stent damage occurred. The 75% stenosed, 20mm in length target lesion was located in moderately tortuous and severely calcified, 3.5mm in diameter left circumflex artery. After pre-dilation, a 3.50x20mm promus element plus drug-eluting stent was advanced for treatment. However, the stent struts were damaged when crossing the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 3.5 0 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 75% stenosed, 20mm in length target lesion was located in moderately tortuous and severely calcified, 3.5mm in diameter left circumflex artery. After pre-dilation, a 3.50x20mm promus element plus drug-eluting stent was advanced for treatment. However, the stent struts were damaged when crossing the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.